Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2026 for a possible pump exchange due to infection. Drainage was noted in (B)(6) 2025, and the patient was placed on prophylactic antibiotics. First positive swab was noted on (B)(6) 2025 for pseudomonas and the patient was empirically started on ceftriaxone then vancomycin and cefepime. Repeat cultures on (B)(6) 2026 was positive for pseudomonas and staphylococcus. On (B)(6) 2026, the patient was taken to the operating room. Gram stain and cultures were taken intraoperatively. A decision was made to explant the pump, place temporary support, and not to exchange the pump at the time. A decision was to be made when the patient was to return to the operating for a new ventricular assist device (vad) placement. Cultures were pending and the vad operated as intended without any issues. All parameters were within normal limits. The pump was removed and sent to the pathology department.